Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. The port tubing was noted to be separated from the access port at the port tubing junction. Needle marks were noted on the port septum. Black and yellow particles were noted on the port housing. An air leak test was not feasible as the device was received with the access port only. A fill inspection test was performed and no blockage was observed. The port stem was observed to be present at the port tubing junction. The port stem appeared to be straight. Under microscopic analysis, non-penetrating nicks/marks were noted on the outer surface of the port stem. The end of the port tubing was noted to have striated edges, consistent with damage from a surgical end cut to remove the device. The end of the port tubing that was separated from the port stem was noted to have a striated origination point, consistent with damage from a surgical tool to remove the device. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Other adverse events considered related to the lap-band® system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "lap-band port malfunction." Additional information noted: "malfunction was pt had inability to lap-band port due to increase water retention." The device was removed.